Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had stored episodes of ventricular tachycardia (vt). The device delivered anti-tachycardia pacing (atp) and eight electric shocks which did not successfully convert the arrhythmia. Therapy was exhausted. Technical services (ts) analyzed device episode data and determined that the device operated as programmed. Lead measurements are within normal range. No additional adverse patient effects were reported. Currently, this crt-d remains in service.